Event description:
The customer reported that the insulin pump alarmed. The customer stated that he was playing golf and the device fell off. The customer also stated that he removed the battery and when he tried to re-install, the device alarmed. The customer changed the batteries several times and the device kept resetting. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and constant tone as a result of a corroded interface board. Further testing was not performed due to the frozen display.